Event description:
It was reported that the pump would not power on. The patient reported having no backup plan for insulin delivery. The patient was subsequently treated at the hospital for elevated blood glucose levels.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump would not power on. During evaluation, the keypad was found to be visibly damaged, and moisture was visible beneath the screen. Corrosion was found inside the pump. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the waterproof feature of the pump.